Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the reagent probe 2 ultrasonic, reagent probe 2 arm, and communication arm. The cse also performed cleaning. A siemens headquarter support center (hsc) specialist evaluated the instrument data. The data for (B)(6) was consistent with a sample handling issue. The cause of the discordant falsely high tacrolimus results was due to a sample handling issue. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated tacrolimus results were obtained on patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s), who questioned them as they were not compatible with the patients' clinical picture. The initial results were obtained with a dilution. The samples were repeated neat on the same instrument, resulting lower. The corrected results were reported to the physician(s). An additional discordant, falsely elevated tacrolimus result was identified by a siemens headquarter support (hsc) specialist, when reviewing the instrument files ((B)(6)). It is unknown if the discordant result was reported to the physician(s). The sample was repeated on the same instrument, resulting lower. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tacrolimus results.